Event description:
It was reported that during use of the iab, the pump's helium loss alarms were noted. Blood was observed in the catheter tubing, so the iab was removed. There were no patient complications.

Manufacturer narrative:
The sample has been returned to arrow. Our examination of the returned sample detected a break in the central lumen. A central lumen fracture would immediately be noticed by the user as evidenced by pump alarms and blood in the gas tubing.